Manufacturer narrative:
Results: the lantern was ovalized approximately 135.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a distal shaft ovalization. If the device is forcefully gripped or pinched during the procedure, damage such as an ovalization may occur. This ovalization likely contributed to the resistance experienced during the procedure. During functional testing, a demonstration ruby coil was unable to advance through the lantern due to the ovalization. Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly and revealed that the pusher assembly was kinked and fractured. It the ruby coil is forcefully advanced against resistance, damages such as pusher assembly kink and fracture may occur. The fractured pusher assembly likely resulted in the pull wire being retracted out of the ddt and the embolization coil detaching from its pusher assembly. The resistance was due to the distal ovalization on the returned lantern that was used in the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00803.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil, pod detachment handle (handle) and, lantern delivery microcatheter (lantern). During the procedure, while inserting a ruby coil into lantern, the ruby coil unintentionally detached from the pusher assembly and became stuck at the distal tip of the microcatheter. Therefore, the physician used several injections of saline with a 3cc syringe to push the detached ruby coil into the vessel. The procedure was completed at this point. There was no report of an adverse effect to the patient.